Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 521 mg/dl. Customer received button error alarm after insulin pump being exposed to moisture. Customer stated that they were on vacation and they went in water with insulin pump and received button error code. Customer tried to dry out and change the batteries but they cannot perform troubleshoot as insulin pump was turned off for four hours. Customer verified that time clock was advancing. It was unknown that customer was using insulin pump or not within 48 hours of high blood glucose incident. The insulin pump will not be returned for analysis.